Event description:
Allegedly, components revised for unknown reasons. Hight bmi.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Manufacturer narrative:
Due to additional information received and after further analysis of this event , the device involved in this manufacturer reference report (B)(4) has been classified as "no complaint stated" since there is no alleged deficiency against the device. Please void this report.